Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime and is hard to read. Troubleshooting for the cosmetic damage was performed. Customer advised the damage was on the display screen and they are not sure how it happened. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they did not want to return the reservoir or the set for analysis. Customer advised they do not want to troubleshoot for low blood glucose because they have had diabetes for years and now how to treat it. Customer was advised to monitor the insulin pump and call back if the alarm occurs in order to troubleshoot.